Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had short v-v intervals/ non-physiological oversensing. It was also reported that the right atrial (ra) lead had decreasing atrial impedance with decreasing atrial thresholds and non-physiological oversensing. It was noted the polarity of the oversensing of the ra and rv lead is in opposite direction which suggests that both leads had an insulation failure due to scuffing. The leads remain in use. No patient complications have been reported as a result of this event.